Event description:
Medtronic navigation with the o-arm was significantly off related to the screwdriver used. The surgeon used the normal screw driver to place the pedicle screw and the surgeon did not think it was accurate. He did another o-arm spin and confirmed that the screw was in the wrong place. He asked for another screwdriver and the same thing happened. This was the robotic screwdriver. He had to do a second o-arm spin to confirm proper placement of the screw. The surgeon said this was a recurring issue and not a safe system. I am in the or all the time with this product called stealth navigation, and I have seen the same thing happen repeatedly to many other patients and surgeons. The surgery takes longer, the patient is getting multiple o-arm spins with much higher radiation exposure.